Event description:
The customer reported the c-arm displayed an interlock error. No pt injury was reported.

Manufacturer narrative:
The ge service rep took the covers off the c-arm and measured the ps2 power supply and found nothing wrong with the power supply. He ohmed out all of the fuses that he was able to get to and all of them are ok. He proceeded to the power motor relay board and removed it from the system and replaced it with the new one. He powered up the system. It booted up with no interlock errors. He proceeded to reboot it a few items. It booted up everytime with no errors. He took some fluoro shoots, system is working as intended.